Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an alert for high out of range defibrillation impedance. The patient would be further evaluated in clinic. The patient was in stable condition.

Manufacturer narrative:
Correction. Please retract this report 2017865-2020-23439. Issue has been reported in 2017865-2020-09644.